Event description:
Edwards received information that a (B)(6) female underwent a valve-in-valve (viv) procedure, in which a second device was implanted in the same position, through an edwards clinical trial. The implant duration of the original device at the time of the procedure was eleven (11) years, eleven (11) months. The reason for reoperation was due to stenosis. As reported, the patient is doing well one (1) week post-operatively.

Manufacturer narrative:
Device remains implanted. Additional manufacturer narrative the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve procedure. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Nevertheless, without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which can occur as a result of stenosis. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement.